Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for generator changeout. Upon connecting the chronic right ventricular (rv) lead to the pacing system analyzer, it was found that the rv lead exhibited high capture threshold and was failing to capture. The lead was capped and replaced on (B)(6) 2021. The patient was stable.